Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04414. It was reported the patient experiences heating at the ipg site. The patient had requested a new charging system. A replacement charging system was sent to the patient.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.